Manufacturer narrative:
(B)(4). Attempts to obtain the following information was requested however not received to date. The date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please note the product code 2299 is not a valid product code. Product code and lot number? Were any anomalies noted of the drain condition upon placement? Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures? Did the drain function as intended? Was drain removed after fulfilling need? Where was the tip of drainage tube located? How was drain secured? Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? What is the current status of the patient? What is the physician¿s opinion as to the etiology of or contributing factors of this event? Current patient status?

Event description:
It was reported a patient underwent a below knee amputation on an unknown date and a drain was used. The drain was inserted. Orders were given for the drain to be removed. Wound drain removal was attempted, sutures were removed and drain suction was released. Drain was loosened at skin edges with good visibility of insertion site. Drain attempted to be removed and the drain snapped off leaving a substantial amount of drain within the wound. The patient was returned to surgery for removal of foreign object. A 10cm length of drain was removed from the right leg. No further information available as reporter details have not been disclosed (confidential). Additional information has been requested.